Event description:
It was reported that the procedure was to treat the saphenous vein graft to the ramus artery. The graftmaster failed to cross the lesion reportedly due to the large amount of organized thrombus. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. An unspecified device was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.